Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The device has been returned; however, the evaluation is currently underway.

Event description:
It was reported that a foot had detached from a vena cava filter that had an indwell time of 777 days. The detachment was identified during the successful filter retrieval. The physician attempted to locate the filter foot but was unable to locate it. There was no report of injury.